Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02464.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician attempted to advance the first smart coil into the target vessel using a non-penumbra microcatheter, and felt strong resistance. The smart coil only advanced approximately 9cm into the microcatheter and became stuck inside. Therefore, the smart coil was removed. The physician then advanced a second smart coil into the target vessel but could not detach it using the handle and it retreated 2cm into the microcatheter. A second attempt was then made to detach the smart coil and the same issue occurred and the smart coil retreated 1cm into the microcatheter. The physician then manually detached the coil, however, part of the smart coil remained in the microcatheter. Subsequently, the pusher assembly of the smart coil was used to advance the smart coil into the target vessel. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.